Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient turned the stimulation off before driving in the car. The patient stated they felt like one side was still on so they used their controller to check and saw that the right side stimulation was still on and the left side was off. The patient was directed to follow-up with their healthcare professional. The patient mentioned they were scheduled for an appointment (B)(6) 2019. No further complications were reported/anticipated.